Event description:
The patient reported that their leads moved during their trial, and that they received 50-60% symptom reduction on average. The patient also reported their incision took forever to close. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)